Event description:
It was reported that during carotid artery stenting using the protege rx stent for an 85% fibrous plaque stenosis in the mid segment of the common carotid artery with moderate tortuosity and moderate calcification was treated with embolic protection (¿spider¿) and lesion pre-dilation with a 5 mm device. The device passed through a previously deployed stent. No resistance was encountered. The stent was reported to have migrated out spontaneously. The procedure was completed by replacing it with a stent of the same model. No patient symptoms or complications were reported, and the patient was alive with no injury. No patient complications have been reported as a result of this event. Additional information 2026-may-30: stent migration does not apply to this case, as the stent was never deployed. The thumbscrew and lock-pin were inspected and secured before the procedure. No attempts to retrieve the stent were made, because the stent failed to be implanted successfully, the stent is not left inside the patient¿s body. No deformation was observed on the stent, since the stent could not be pushed out for deployment. The delivery system was safely withdrawn from the vessel and no vessel damage was identified during the whole procedure. No extra actions including additional stenting or stent caging were performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned in a deployed state with the tuohy-borst tightened and with the stent enclosed, the device was confirmed as 40mm from the strain relief and the enclosed stent,. It was noted that there are no signs of exposed stent from the device and the stent deployed manually by advancing the push grip. The deployed stent was measured and confirmed as 40mm, with no abnormalities observed, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.